Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported: 2210968-2021-11044, 2210968-2021-11045, 2210968-2021-11053 and 2210968-2021-11044.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. During the procedure, it was reported to the sales rep that over the last year during unknown heart procedures that the suture keeps breaking while tying. Unknown as to exactly how many times this has happened. There were no patient consequences reported. No additional information was provided.